Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices with reported issues are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, one proglide suture was successfully preplaced. Another proglide was deployed and the suture did not capture the vessel. A new proglide was used with the same result. A fourth proglide had a cuff miss [suture retrieval issue]. A fifth proglide device preplaced a suture. The sheath was upsized to 16f and the pevar procedure was completed. The fifth proglide suture was thought to not capture the artery resulting in a failure to achieve hemostasis of the large hole. A sixth proglide suture was deployed and hemostasis was ultimately achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.